Manufacturer narrative:
A USA customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the sample 2 (s2) mixer and both the horizontal and vertical belts which returned the system to normal operation. Replacement of this part is considered normal troubleshooting or maintenance for issues of this nature. Siemens concluded that the potential cause of the issue is related to the s2 mixer or the belts. The cse also replaced the sample 1 belt but was not a factor. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Five discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient results.